Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that a patient came in for a check up due to narrowing esophagus two years post esophogeal stent placement. A revision of the stent was scheduled. Upon removing the implanted stent, it was found that it had ruptured allowing granulation tissue to grow within. Due to the patient's history of esophogeal cancer, a new esophogeal stent is required. Additional information states that treatment was not able to be completed successfully and that foreign body was introduced into the patient and that a retrieval basket was used to remove it.

Manufacturer narrative:
The suspect device was returned for evaluation the stent frame was broken towards one of the ends. The pieces of the nitinol metal frame that broke had residual granulation tissue growth around the area. No other observations could be made. The most probable root cause is environment related to the patient condition. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found. Non-conformances of this nature are monitored by the engineering, quality and management team members.